Manufacturer narrative:
The insulin pump did not have any unexpected scrolling of numbers anomalies or battery out limit alarms during testing. There was intermittent button response on the up arrow key due to corroded keypad traces. The device passed the displacement test and the off no power test. The operating currents were within specification. The following physical damage was also noted: minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the buttons on her insulin pump kept scrolling on their own while she was programming a bolus; then the buttons stopped working and after a battery change the pump alarmed with a battery out limit. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.